Event description:
On (B)(6) 2012, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. It was reported the external iliac arteries measured 8.5 mm with slight focal calcification. Before insertion, a gore dryseal sheath was lubricated with rotoglide. The sheath was advanced with little resistance, and the ctag device was advanced and deployed with no issue. During slow withdrawal of the sheath, the patient's blood pressure dropped. It was reported that imaging showed a tear just opposite to the right iliac artery. The tear was reportedly due to inserting a 24 fr sheath in the patient's small iliac arteries. The sheath and a reliant balloon were advanced to occlude the artery, and three gore viabahn endoprostheses were implanted 1 cm proximal to the femoral head over the tear. It was also reported the physician repaired some damage to the femoral head from the manipulation with the sheath. The patient received a transfusion during the procedure. Completion angiography showed exclusion of the aneurysm and tear, and the patient tolerated the procedure.